Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had lost weight, after which the ipg began rubbing against their spine. In turn, surgical intervention was undertaken wherein the scs system was explanted and replaced with a competitor system on an unknown date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.